Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported damage was observed. The iol returned positioned incorrectly and pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed due to condition of returned sample. The optic has loose fibers & particulate and has scratches/marks-rejectable. We are unable to determine the root cause for the reported complaint "foreign material on lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly the iol case. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that prior to an intraocular lens (iol) implant procedure, there was something on the iol. There was no patient contact. Additional information has been requested.